Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced the universal surgical manipulator (usm) 1 to resolve the reported issue. The system was tested and verified as ready for use. Isi received the usm involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation confirmed and reproduced the error 319. The usm was tested on an in-house system and failed normal mode because error 319 was triggered and the arm was disabled. The rolling loop fiber was swapped with new one and error no longer occurred. The original rolling loop fiber was reconnected and the errors returned. The unit was also tested on a patient side cart fixture test platform (pftp) and passed lissajous, chipencoder virtual absolute (cva), sensors check, sine cycle, brake, carriage strength, friction, direction, check cannula, and insertion buttons tests; but, failed the fiber test on rolling loop.

Event description:
It was reported that during a da vinci-assisted sleeve gastrectomy procedure, the customer had error 307 on the systems universal surgical manipulator (usm) 1 of the patient side cart (psc). An intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed errors 307, 32097, and 1126; pointing to a communication error. The customer power-cycled the system and used the emergency power off (epo) switch on the psc. The system powered back up with error 319, pointing to the axes controller carriage (acc) node in the usm 1. The tse had the customer power-cycle the system and use the epo switch on the psc; but, the error 319 returned. The customer proceeded using three usm on the system. The procedure was completed as planned with no reported patient harm, injury, or adverse outcome.